Event description:
Information received with return of the explanted device notes that the patient arrested when the pocket was opened and the ventricular lead came out of the connector during a tug test. The physician was concerned about the connector and implanted a new device. The patient was pacemaker dependent.